Event description:
Guidant received info that the implantable cardioverter defibrillator (ICD) was removed after 35 months of implant because it did not meet longevity expectations.

Event description:
Event desciption guidant received information that the implantable cardioverter defibrillator (ic) was removed after 35 months of implant due because it did not meet longevity expectations.